Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an oxygen blending module air flow sensor error code populated in the device's error log. The device's oxygen blending module board needs to be replaced to address the issue. Additionally, the pollen filter will be replaced for preventative maintenance. Also, the rubber feet, universal porting block, oxygen blending module blender gasket, oxygen blender filter duct are damaged. The blower bellows are contaminated, and the whisper cap is missing.